Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices. Surgical intervention may be pending to address this situation.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6)2023 during which the ipg was explanted and replaced restoring therapy.